Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirm pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes or battery loaded voltage was less than 3.5v for four consecutive hours. However, several pump error 25 found at the long trace history file; pump error 25 might have being trigger by an intermittent non-sleep anomaly software error. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and the battery was removed from the insulin pump and monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no pump error 23 alarms was noted. The insulin pump had minor scratched lcd window, case and keypad overlay.

Event description:
The customer reported via phone call indicating that the insulin pump alarm dead battery, change battery and power failure. Customer's blood glucose was 15 mmol/l. The customer purchased brand new batch of batteries and issues still persists. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.